Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot , and no non-conformances were identified. An empty opened foil and a dispensed needle/suture combination of product were received for evaluation. During the visual inspection of the sample, the loop was not welded properly since is greater. The weld tail length defect has been correlated to the manufacturing process. A document word with two pictures of product were provided for analysis. Upon visual inspection of the pictures the following was observed: the first picture shows a comparison of the complaint sample against a reference sample. In the second picture , the weld tail end of the primary loop is slightly open could be observed. The following information was requested, but unavailable: please provide procedure name and date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the barbed suture had a problem, and it could not be used. Upon evaluation, it was found that the loop was not welded properly. There were no patient consequences reported.